Manufacturer narrative:
Device 11 of 12.

Event description:
Unomedical reference number (B)(6). Event occurred in the united states. On 20-jan-2024, 25-jan-2024, 01-mar-2024 and 14-mar-2024, the patient faced that the infusion set cannula was bent within 3 or more hours after insertion for 1.5 days at upper buttocks, which cause the patient's blood glucose from 290 to 300 mg/dl, correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.